Event description:
Customer reported that the insulin pump suddenly shut off without warning. He stated that screen was blank. The blood glucose reading was 250 mg/dl. He stated that during insulin delivery he had received a low reservoir alert and only received a partial dosage of his bolus. He stated that the battery was not previously used. He stated that the insulin pump was not dropped or bumped but that the screen was scratched. He stated that there were no unattended alarms and that the battery cap was not loose, cracked, or damaged. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.